Event description:
Olympus medical systems corporation (omsc) was informed that during the reprocessing of the duodenovideoscope, the cleaning staff found tissue adhering to the tip cover. There was no patient injury associated with this reported event. This report is related to report (B)(6), which was submitted under MFR. Report number 8010047-2021-05372.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The device history record was unable to be reviewed, as the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. The definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-offline due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.